Event description:
As reported by edwards japan affiliate, after a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, trivial paravalvular leak (pvl) was noted and a post dilation was performed to obtain larger effective orifice area (eoa). After post dilation, the patient's blood pressure took time to recover and remained lower than 70 mmhg. A transesophageal echocardiography (tee) revealed transvalvular leak, and aortography also showed severe aortic regurgitation. The prosthetic valve leaflet on the side of right coronary cusp (rcc) where the calcification was severe appeared to be not moving in the tee image. A second 23mm sapien 3 valve was deployed inside the initial valve. Only trivial pvl remained without injury or complication.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of medical report/imagery. A review of the device history records and complaint history from a technical summary written by edwards lifesciences revealed no indication that a manufacturing non-conformance contributed to the complaint. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification, leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco leaflet coaptation testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to position and deploy the valve. As reported, "a 64-year-old woman with type 0 bicuspid valve underwent a transfemoral transcatheter aortic valve replacement (tavr). The aortic valve area measured 348.0 mm2 with severe aortic valve calcification. Right coronary cusp (rcc) was distinguishingly calcified compared with the other leaflet. Additionally, it was noted 2cc less nominal volume was used during implantation and landed 80:20 aortic/ventricular as intended. Although paravalvular leak (pvl) was trivial, given expected high activity due to the relatively younger age, post dilation was performed with the same volume to obtain larger effective orifice area (eoa). After post dilation, blood pressure took time to recover and remained lower than 70 mmhg. Transesophageal echocardiography (tee) revealed transvalvular leak, and aortography also showed severe aortic regurgitation. The prosthetic valve leaflet on the side of rcc where the calcification was severe appeared to be not moving in the tee image. A frozen leaflet requiring trans aortic valve (tav) in tav procedure was reported". In this case, the native aortic valve was severely calcified especially on the rcc side, and the s3 valve was deployed with -2cc. After post-dilation with the same delivery system and same volume, it was noted that patient had a slow recovery of blood flow and the leaflet on the rcc side was restricted. Per the instructions for use (IFU), the valve is required to be fully deployed for proper function. With less volume used for deployment, the valve could have been under-expanded, and this may restrict the valve leaflets from proper coaptation, leading to central regurgitation. Similarly, the presence of bulky calcium can cause impingement on the thv leaflets, leading to the same failure. In addition, s3 leaflets require the back flow/pressure generated during cardiac diastole to initiate leaflet closure. The inadequate ventricular flow post implantation could have prevented the leaflet from proper closure, leading to central regurgitation. As such, available information suggests that procedural factors (under-expanded valve) and/or patient factors (calcification, inadequate ventricular flow) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is require.